Event description:
It was reported that on (B)(6) 2025, a 21mm regent aortic mechanical heart valve was selected for implant. The patient had a past medical history of severe aortic stenosis. The valve was sized with a 907 mechanical heart valve sizer. During device preparation, leaflet function was not tested. After the valve had been implanted, it was observed that the leaflets were not opening properly while tested with a leaflet tester. The leaflets were not opening properly due to the obstruction of tissue structure under the valve. Therefore, the valve was removed. Upon removal, the leaflets were tested again and were "still not moving normally." A new 21mm regent aortic mechanical heart valve was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that after valve implantation the leaflets were not opening properly due to the obstruction of tissue. The valve was returned to abbott and the investigation found no anomalies were found with the leaflets. No tissue was noted anywhere on the device. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.